Event description:
The consumer stated that she was diagnosed with pelvic inflammatory disease and yeast infection on (B)(6) 2011, after using tampons. The consumer indicated she was diagnosed with pelvic inflammatory after the birth of her first child years ago. She is also experiencing burning and itching in her vaginal area. She plans to discontinue using the product.

Manufacturer narrative:
Device history record was reviewed and there were no anomalies noted. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.